Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they had a smart meter installed by the electric company today and their stimulator was not acting up until after the meter was installed. Patient said they walked over to their shed, and had to walk by the meter to do so, and got shocked. Patient said they were about 10 ft away from the meter when they got shocked, and when they went back to the house, they were ok. Patient was calling to see if the smart meter could be effecting the stimulator. Agent reviewed labeling surrounding emi and electromagnetic field devices, should the smart meter fall into that category. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.